Event description:
Customer reported air bubbles and gaps in system's infusion set tubing causing concern during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to eliminate large air bubbles and gaps and successfully resumed insulin therapy, acknowledging and understanding the resolution process.